Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Reference MFR report number 3005099803-2009-03732. Note: event date is unk. It was reported to boston scientific corp that two bipolar gold probe cable adapters were used during a hemostasis procedure. According to the complainant, during the procedure, an injection gold probe and gold probe were utilized. However, they would not generate cautery. It was initially thought that the probes failed; however, weeks later the same devices were tested and performed as intended. It was determined that the two gold probe adapters caused the event. The procedure was completed with a different type of device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B) (4).